Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen, inflation lumen, in the hub and on the balloon. There was contrast visible in the hub. The stent implant was not returned. The balloon was loosely folded. The sds was returned with the shaft separated at the guide wire exit notch. The material was stretched at the separation. There were two kinks on the hypotube, 10 cm and 14 cm distal to the strain relief tubing. There was no other damage noted to the sds. The sds was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and analysis of the device. Analysis of the device noted blood visible in the guide wire lumen, inflation lumen, in the hub and on the loosely folded balloon. This is consistent with the reported information that the device was prepared for use and inserted into the body. It was confirmed that the shaft was separated and the material was stretched at the guide wire exit notch. Sem analysis also confirmed that the shaft exhibited damage, stretching, and tearing along the separated edge. Although no resistance was reported, this suggests that the separation may be due to tensile overload (material stress/fatigue) during the removal of the sds against resistance. An interaction with the heavily calcified lesion and/or accessories (rhv, gc) may have contributed to the event. No damage was reported prior to use; therefore, the reported difficulties appear to be related to the operational context of the device. In addition, two kinks were noted in the hypotube, which were not reported in the case description. It is unk if this damage occurred during the procedure or during the packing of the device for shipment back to abbott vascular for evaluation. There is no indication of a product quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: distal shaft separation requiring medical intervention. Device issue: distal shaft separation. It was reported that the rx vision stent was implanted and during removal of the stent delivery system (sds) the shaft broke. A snare device was used to retrieve the separated portion out of the pt's body. Reportedly, there were no pt effects. No additional event or pt information is available.